Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a high blood glucose (bg) event. The reporter indicated that on (B)(6) 2012, the patient was hospitalized with a bg level of over "1000 mg/dl" and symptoms of vomiting and a headache. The patient was diagnosed with dka and treated with an insulin drip and IV fluids. According to the reporter, an unidentified health care provider (hcp) advised her to get a new pump. The patient was reportedly discharged from the hospital on (B)(6) 2012, and placed on manual injections. The patient resumed pump therapy on (B)(6) 2012. The reporter claimed that the pump's basal settings were correct. She denied that the patient had any changes in activity level. The pump was replaced due to allegation that the pump was intermittently unresponsive to keypad button presses. At the time of contact with anm, the reporter did not have the pump on hand for troubleshooting. The reporter was going to contact anm back to review the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the black box history shows that the time and date was manually set to 10:35am on (B)(4) 2012, the date was manually set to (B)(4) 2012 and the time was manually changed from 8:26am to 7:27am. A review of the pump bolus history revealed a bolus performed at 7:28am which was at the same time the time was manually changed to 8:29am. A review of the pump history revealed after a power on reset at 10:29am on (B)(4) 2012, the time and date reset to factory settings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for 24 hours. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.